Event description:
It was reported that the: "impactor arm broke during implant impaction, leaving a broken metal shard in the patient. Surgeon had to do extra incision to remove it. It was removed from the patient. The surgery continued as planned and the outcome expected was received. There was harm to the patient, there was an extra hour to the tourniquet time and an extra unplanned incision had to be made to retrieve it."

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the: "impactor arm broke during implant impaction, leaving a broken metal shard in the patient. Surgeon had to do extra incision to remove it. It was removed from the patient. The surgery continued as planned and the outcome expected was received. There was harm to the patient ¿ there was an extra hour to the tourniquet time and an extra unplanned incision had to be made to retrieve it."

Manufacturer narrative:
Correction to h3(device evaluated by mfg). The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: visual examination of the returned device confirms the catalog and lot number. Scratches and blemishes consistent with reusable instruments can be seen around the device. A metal component of the impaction mechanism is visibly detached at the slotted region on the posterior side of the device. The broken off fragment was not returned for evaluation. Based on investigation, the root cause was attributed to a wear related issue. The failure was most likely caused by excessive use of the device over a prolonged period of time. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instructions for use were reviewed and states: surgical instruments and instrument cases are susceptible to damage from prolonged use and through misuse or rough handling. Care must be taken to avoid compromising their exacting performance. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.